Manufacturer narrative:
Tracking and trending report review for the architect stat troponin-I assay determined that there are no related trends. Review of complaint activity associated with reagent lot 77476un19 did not identify an increase. Using worldwide field data the historical performance of the reagent lot was evaluated and compared to the historical performance of the architect stat troponin-I assay in the field. The patient median data and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median results for lot 77476un19 were within the established limits. However, review of the data associated with the cal f rlu were outside the established limits. Therefore, accuracy testing was performed with a retained kit of reagent lot 77476un19. Acceptance criteria was met which indicates acceptable product performance. A device history record review was completed for the reagent lot and no issues were identified. Labeling was reviewed and sufficiently address the customer issue. Based on the available information, no systemic issue or deficiency of the architect stat troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). Patient information: no further specific patient information was provided.

Event description:
The customer obtained a falsely elevated architect stat troponin-I result. Sample ID (B)(6) generated 0.35 ng/ml and repeats of 0.04 and 0.02 ng/ml. No impact to patient management was reported.